Event description:
Unknown as to when instrument malfunction occurred or during which case. Instrument was tagged and there was a malfunction with the jaws. Upon visualization, the jaws of the instrument are misaligned when attempting closure. The instrument has five lives left. It will be sent back to the manufacturer for potential reimbursement.